Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient adaptor of a peritoneal dialysis transfer set ¿was idled¿ and would not connect to the titanium adapter. This was identified at the hospital while attempting to exchange the set for periodic replacement. A new transfer set was used in-order to make the exchange. There was no allegation against the titanium adapter, which was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed which included leak, clear passage, and clamp function tests with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.